Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during implant procedure, the patient was bleeding profusely. The doctor noted there was a large amount of scar tissue in the pocket from previous implant/explant. The impedance measured on the right ventricular (rv) lead was low. The lead remains in use. No further patient complications have been reported as a result of this event.